Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and replaced the reagent probes. Additionally, the fse observed that the r1 dispenser unit and the sample syringe were not moving smoothly. The fse replaced the r1 dispenser unit and sample syringe to resolve the issue. Since multiple parts were replaced, the primary cause of the event was not determined. System performance was verified.

Event description:
The customer received a false high sodium (na) result for one (1) patient, involving the au680 clinical chemistry analyzer. The instrument generated a "sample syringe dispense error" at the time of the event. A second sample collection tube from the same patient run at the same time generated a lower na result. The two different sodium results were reported outside the laboratory and the physician questioned the results. To troubleshoot, the customer repeated both samples on an alternate au instrument analyzer and obtained matching results to the second collection tube. There was no change to patient treatment in connection to event. Quality control (qc) was within laboratory established ranges prior to the generation of the erratic false high na sodium. After the event, the customer noted multiple qc failures with cholesterol, lactase, magnesium and triglyceride.